Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. The reported events are unable to be confirmed as the device imagery was not provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. Additionally, review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per additional information received, the perceived root cause for the difficulty crossing was that the valve was hanging up on the leaflet. 14mm hole created by balloon during batman technique wasnt enough. In this case, the second system was able to successfully cross after re performing the leaflet modification with a larger balloon (18mm). Therefore, it is likely that the 14mm balloon used initially was too small, suggesting the anterior mitral leaflet (aml) may not have been adequately displaced, potentially obstructing the path for the delivery system to cross. While a definitive root cause is unknown, available information suggests that procedural factors (inadequate bav) may have contributed to the reported event. Per additional information received, the perceived root cause of the event was somewhat unknown but guessed to be excessive manipulation and torquing on the system trying to get it to cross. In this case, excessive manipulation may have been applied to overcome the crossing difficulty that was experienced. Excessive manipulation of the delivery system, including torquing the delivery system, can damage the balloon shaft, compromising the inflation pathway and resulting in leakage. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding 26mm sapien 3 ultra resilia valve in a pre-existing mitral ring. Leaflet modification was performed with a 14mm balloon using the batman technique. The first 26mm sapien 3 ultra resilia valve was crimped on the first 26mm commander delivery system balloon. There was difficulty getting valve to cross mitral ring. A lot of manipulation and torque on the delivery catheter. Upon inflation the 26mm commander delivery system balloon did not inflate. The first valve and delivery system were removed from body. Upon inflating the balloon on the back table we noticed the balloon would not hold pressure and fluid was leaking out form back of handle. A second 26mm sapien 3 ultra resilia valve and 26mm commander delivery system was prepped. An 18mm balloon was then used for leaflet modification. The second 26mm sapien 3 ultra resilia valve crossed fine and was successfully deployed. There was no injury to the patient.

Manufacturer narrative:
Investigation is underway.